Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was subsequently removed using forceps.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted between the duodenal bulb and the common bile duct to treat jaundice during a common bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the axios distal flange did not release. However, it eventually opened at a higher position. The stent was subsequently removed using forceps. The bulbar orifice was then closed, and drainage was performed under x-ray guidance. There were no patient complications as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 was updated based on the additional information received on october 10, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was subsequently removed using forceps.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted between the duodenal bulb and the common bile duct to treat jaundice during a common bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the axios distal flange did not release. However, it eventually opened at a higher position. The stent was subsequently removed using forceps. The bulbar orifice was then closed, and drainage was performed under x-ray guidance. There were no patient complications as a result of this event. There were no patient complications reported as a result of this event. Additional information received on october 10, 2025. It was reported that it was the common bile duct that was closed using clips, and not the bulbar orifice.